Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. It is reasonable to assume, that the cuts resulted from the explantation procedure. Blood penetrated the lead in these areas.the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was dislodged and explanted.